Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. History was downloaded successfully using thump software. Unit communicated properly with care link. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with cracked case at battery tube side and fading serial number label. Unit was not confirmed for possible high bg¿s / under delivery anomalies. Unable to confirm alleged high bgs. The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.08460 inches. No motor displacement anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump continually delivering insulin and experienced hypoglycemia with blood glucose value of 72 mg/dl. The customer reported hypoglycemia was treated with carb intake. The event involved product(s) mmt-1884l, mmt-442ag, mmt-342, mmt-7040a. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was able to upload to carelink. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a. Mmt-1884l, mmt-442ag, mmt-342 was requested, and the customer response was the device will be returned.